Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety mechanism does not fully cover needle it was reported by customer that the safety guard falls off the needle after needle withdrawn. Used needle is exposed!! Verbatim: the safety guard falls off the needle after needle withdrawn. Used needle is exposed!!

Event description:
Material # 386862, batch # 3327350. It was reported by customer that the safety guard falls off the needle after needle withdrawn. Used needle is exposed!! Verbatim: bd cathena ref #386862/ lot# 3327350 the safety guard falls off the needle after needle withdrawn. Used needle is exposed!!

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, the safety mechanism was not activated and there was blood at the needle hub flashback chamber. As the actual sample was not returned for evaluation, root cause could not be established. Current control there is a daily functional test and 2-hourly in-process functional test to check and detect safety activation failure.